Event description:
It was reported that syringe sensor plunger is damaged. No patient injury reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed cracked right plunger case. Plunger lever moves loosely, and flippers don't open. Customer's reported issue was duplicated during power-up process. The check syringe plunger sensor was observed at power up. The dowel pin came out of the plunger head mount, making the gear cam loose. The root cause of the issue is known and is design related. Actions taken to mitigate the reported issue: replaced the plunger head mount and dowel pin. Performed preventive maintenance and passed all functional tests. This issue will be monitored for an increase in occurrence. If the occurrence of this issue increases significantly, additional action will be taken. UDI information is unknown.